Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer. Reportedly, the customer reloaded the same cartridge, resolving the issue.